Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced deflation in the smooth saline breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed a leakage, caused by a missing valve per delamination in the breast implant. Since no lot number was provided, no manufacturing record evaluation review could be performed. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: deflation of right breast prosthesis. A6 medical device problem code a27: no product quality issue was reported by the customer for the left breast prosthesis. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery with unspecified mentor smooth saline breast prosthesis when the right breast prosthesis deflated post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 750cc saline breast prostheses on (B)(6) 2024. The mentor failure analysis lab received both explanted breast prostheses and analysis determined that both devices are deflated. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2024-12195 for the report for the patient¿s right breast prosthesis.